Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late. Reoperation has not been scheduled at this time.

Event description:
Physician reported patient experienced pain, swelling and seroma and cyst, diagnosed by ultrasound. The status of the device is unknown. Left side.

Event description:
Physician reported patient experienced pain, swelling and seroma and cyst, diagnosed by ultrasound. The status of the device is unknown. Left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.1., d.2., d.4., d.6a., g.4., h.4., h.6.